Event description:
The catheter was placed on 8/27/97. The catheter was noted to be fractured inside the body near the hub on 8/30/97. The separated segment was retrieved with a snare. Another line was placed.